Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented for a generator change-out procedure. Prior to the procedure, the right atrial lead was noted as having low, out-of-range impedance. Upon review, the lead had exhibited noise and was reprogrammed in clinic previously. The physician capped the lead on (B)(6) 2019. The patient was in stable condition.